Manufacturer narrative:
Global product monitoring reviewed this case. According to the customer 2 weeks prior the device independently started to deliver an insulin bolus dose of 80 units. The customer reported hearing the device audibly beep, indicating a bolus was initiated and was able to cancel the bolus delivery. Medical intervention or treatments were not required. At the time of this report the physical device has not been received for investigation. This case will be reviewed further if new information is received. The customer received a replacement device. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It has been reported that the patent's omnipod personal diabetes manager (pdm) showed that it was about to give a bolus of 80 units. The patient saw it on time (because he heard a beep) and stopped the insulin delivery.